Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently failed to alert the customer of high blood glucose (bg) alerts. Reportedly, the customer indicated that the alert was triggered, however, the alert was not audible. Tandem technical support verified that the volume was set to normal and confirmed that the speaker volume worked as expected. Customer's blood glucose was 179 mg/dl.